Manufacturer narrative:
Initial and final MDR 1919985 - MDR 3003442380-2024-16180 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient encountered three infusion sets cannulas kinked events on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 within 3 hours of insertion. The site of insertion was abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.